Event description:
It was reported that a home patient (hp) had a high drain alarm which occurred on a homechoice (hc) device during drain three of three. A high drain alarm indicates the hp drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) had the cg turn the hc on and review the therapy settings, therapy log and ultra filtration (uf) per cycle. The cg stated that the hp had low drain volume alarms the previous night, but just ended up bypassing them per the registered nurse's (rn) instructions. The hp was feeling bloated and the tsr instructed the cg to get a manual bag in order to drain the hp. The cg reported that the hp only drained a little and felt the same. The tsr instructed the cg to contact the rn regarding this event. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The evaluation did not duplicate the high drain alarm. The device passed the homechoice return instrument test / evaluation (rite) electrical test and functional tests, internal and external inspection, pneumatic system, and short simulated therapies. The cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.